Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak appears to be related to identified torn silicone valve. However, a conclusive cause for the silicone valve tear could not be determined. The reported patient effects of non specific EKG/ECG changes (st elevations) and hypotension appear to be due to the leak. Non specific EKG/ECG changes (st elevations) and hypotension are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported medication required was a result of case-specific circumstance as medication was administered to stabilize the patient. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. While inserting the clip delivery system (cds) through the steerable guide catheter (sgc), a decrease in blood pressure and st elevation was observed. Therefore, the physician decided to remove the devices and replace them. Medication was administered to stabilize the patient. Two clips were then implanted, reducing mr to a grade of <1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.